Event description:
It was reported that this patient had pacing inhibition upon the middle of a surgery for an unspecified amount of time, most likely due to defibrillation detect circuit, an issue related with detecting the electrocautery device energy. Reportedly, the device was switched to bipolar configuration and the issue was resolved, the surgery kept on going. It was indicated that this patient's implantable cardioverter defibrillator (ICD) had a magnet over it, and it was asked if this was the reason of the patient's pacing inhibition. Technical services indicated that having the magnet over the device would only suspend the tachy therapy and recommended to use short bursts of cautery to prevent unwanted effects. This ICD remains in service and no additional adverse patient effects were reported.